Event description:
Cardiac stent promus element plus (everolimus-eluting platinum chromium coronary stent system) was implanted (B)(6) 2013. When I woke from procedure I noticed a rash and have suffered with rash from that day forward. Nothing has been able to clear up the rash and it has affected all areas of my body and many of my orifices. It has affected me to the point that I have not been able to work since the procedure due to the severity of the rash and constant itching. I have been seen by cardiologist, dermatologists and allergists to no relief or solution.